Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This device was explanted because the physician was trying to do an rv lead extraction due to high impedances and the patient started to take a turn for the worse during the procedure. The physician decided to remove the whole system, and then a few days later it was determined that the patient would not get a new system. The hospital retained the devices. Should additional information become available, this file will be updated.